Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent microswitch was replaced preventative, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.